Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first capsule failed to attach. The customer used a second capsule, but it failed to attach on the patient's esophagus. The customer used a third capsule, and it was successfully attached on the patient's esophagus. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used on the tip to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. The customer confirmed, that a repeat procedure was not necessary as the recorder was returned and the study was read. There was no harm to the patient, no intervention was required.